Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implantable cardiac monitor (icm) implant procedure, r-waves were unable to be obtained with the pr ogrammer. The patient had a breast implant with a slow leak and the device was unable to be retrieved by the physician for re-implantation as it was "free-floating". The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.